Event description:
The patient came into the hospital after reportedly receiving a vibratory alert. Device interrogation revealed decreased sensing. X-ray revealed lead dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description included. Analysis was normal. No anomaly was found.